Event description:
It was reported that this right ventricular (rv) lead with the implantable cardioverter defibrillator (ICD) exhibited noise and pacing inhibition up to 2 seconds. The noise also led to inappropriate anti-tachycardia pacing (atp) being delivered. The lead pace impedance was also noted to be high out of range. Technical services (ts) recommended potential programming changes for this lead. Lead replacement was recommended. This ICD and rv lead remain in service. No adverse patient effects were reported.